Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: 28-feb-2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a primary breast augmentation with a 380cc mentor smooth round high profile prosthesis and experienced right-sided grade IV capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional on (B)(6) 2021. As a result, the patient is scheduled to undergo unilateral removal and replacement with an unspecified breast implant on (B)(6) 2022.

Manufacturer narrative:
On may 04, 2022, mentor received an updated date of explantation. Date of explantation: (B)(6) 2022 manufacturer¿s reference number: (B)(4).